Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted, philips were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no sound at the time of the event; therefore, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the device had a speaker malfunction error message, and the speaker would not produce sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.